Manufacturer narrative:
It was reported a patient experienced burns and redness around the mouth post thermage treatment. The highest energy used during treatment was 4.5. The customer did not notice system errors occur or anything out of the ordinary during treatment. It was unknown if the patient had undergone any other treatments in the same symptom area within the past 30 days. The datacard was returned for evaluation. No treatment tip returned for evaluation. The datacard shows the following error occurred: errors recorded during this treatment: (B)(6). Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system, technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, scarring, and redness are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Erythema/blanching may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours. A review of the manufacturing records showed all requirements were met. Evaluation of the datacard found no issues with the system. The data card review revealed that the doctor lifted or tilted the handpiece causing inadequate contact with the patient's skin. The doctor also pushed too hard on the patient's face. The result of these two actions could have potentially caused the burns and redness around the patient's mouth. These errors were low occurring and user technique was acceptable during treatment. Based on the available information, burns, blisters, scabbing, scarring, and redness are known possible adverse patient reactions to thermage treatment.

Event description:
On (B)(6), a patient received a half face treatment. The lower face was treated. On (B)(6), burns and redness appeared on the sides of the mouth.